Event description:
Procedure type: lap inguinal hernia repair. According to the reporter: the structural balloon was used as the camera port throughout the procedure. The hernia repair was performed successfully. Upon removal of the structural balloon, the pin from the collar dislodged and fell into the wound. The surgeon increased the incision approximately 2cm to retrieve the pin. The patient is currently in well condition. No patient injury was reported.